Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 3252 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon visual and dimensional testing of the returned sample. One 6 fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. No other accessory components were returned with the device. The returned device was subjected to visual analysis. The carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostasis sheath revealed that the anchor was still present within the sheath. Upon this realization, the device was subjected to functional testing. The deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The digital force was applied to the anchor and the suture with collagen was released but the tamper tube did not exit out of the carrier tube assembly. No other functional anomalies were noted with the device. Then, the device was dissected to discover the cause of obstruction. The carrier tube was cut, and the presence of the tamper tube was confirmed. Dried blood like substances were found between the inner lumen of the carrier tube assembly and the outer surface of the tamper tube as can be seen in attached pictures. There were no anomalies were noted with the tamper tube. For dimensional testing, the outer diameter of the tamper tube was measured to be 0.0602'' which was within the specification of 0.060 +/-0.002. ID of the carrier tube was measured to be 0.069'' within the specification limits. Measurements was found to be within the specifications defined in the engineering drawings active at the time of manufacturing. Based on the evaluation performed, the complaint could be confirmed for the failure mode of "pullout". Testing of the device upon receipt did not reveal any functional anomalies during device actuation. The likely root causes for this issue may include the user not placing the device in the full forward lock position or an obstruction to the anchor posting to the distal tip. The tamping tube did not release due to obstruction by blood like substances which solidified between the inner lumen of the carrier tube assembly and the outer surface of the tamper tube causing resistance. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio- seal device complete pulled out. According to the customer there was no anchor inside the carrier tube. When picking up the device it was noticed that the anchor was still in the sheath despite being in the complete rear-lock position. They closed with manual compression. There was no harm to the patient. The procedure performed was a antegrade puncture of the afc. The sheath size used was a 6fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There was no pre deployment angiogram performed. An ultrasound was done, to check for location and calcification. The issue was with the withdrawal of the device, the complete angio-seal came out. There was no other equipment or other devices used with the angio-seal device. The patient was in stable condition. The minimal blood loss was less than 200cc's. Hemostasis was achieved by manual compression.